Manufacturer narrative:
Per (B)(4) initial report. Additional information, including date of the scheduled revision, whether the explants will be available for examination following the revision, primary and revising surgeon, part no. And lot code of the trinity shell, primary usage information, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Pending trinity revision due to loosening of the acetabular shell. It has been reported that there has been a potential acetabular fracture, however, this has not been confirmed.

Manufacturer narrative:
Per -(B)(4) final report: please note: at the time of submitting the initial report for this event, the revision was scheduled for an unknown date and had not yet been conducted. Therefore, the event date in the initial report was left blank. It has since been confirmed that the revision was performed on (B)(6) 2024 and thus the event date has been completed in this final report. Additional information, including date of the scheduled revision, whether the explants will be available for examination following the revision, primary and revising surgeon, part no. And lot code of the trinity shell, primary usage information, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery was requested in order to progress with the investigation of this event, not all information could be provided and one device lot code is unknown. Therefore, the scope of the investigation was limited. The device details for 3 of the 4 devices have been provided and thus the relevant device manufacturing records for the 3 devices have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / taperfit revision due to loosening of the acetabular shell. It was reported that the patient also had a fractured acetabulum.